Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Foreign matter fluid path.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Through visual examination of the samples, it was possible to observe in one of the two bags a single embedded particle measuring approximately 0.2-0.3 mm, located in the same position identified in the complaint. The bags were then filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The results showed that the particle previously identified remained embedded into the eva material and did not detach. The other bag did not have any particles observed during visual inspection or after filtration. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples with the same lot number were examined; no deviations or issues were observed. Based on the investigation, the reported issue was observed. The root cause of the issue is attributed to manufacturing of the eva tubular sheet. For the pinnacle bags involved in this case, since embedded particulate matter (pm) represents an aesthetic defect only and does not compromise the integrity or safety of the product, and given that no nonembedded complaints has been observed, no specific corrective actions will be initiated at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.